Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, the incorrect product was received. 3cx*fx25rec was ordered but 3cx*fx25rwc was actually received. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 23, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability added date returned to manufacturer). G4 (date received by manufacturer) . G7 (indication that this is a follow-up report) . H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 3331, 3236, 4308). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Results code: 3236 - transport problem identified. Conclusions code: 4308 - cause traced to transport/storage. The affected samples were reviewed and inspected, and confirmed that the customer physically received 3cx*fx25rwc when they ordered 3cx*fx25rec. After review, both product codes manufactured lot xn11, and the pick slip stated 3cx*fx25rec lot xn11 to be shipped; however, incorrect product code was inadvertently picked and shipped. The root cause is human error during the picking and shipping process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.